Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by hospital biomed that they received a pcu, with the observation that it shuts off intermittently. The biomed downloaded the device logs, in the error logs he founded that it presented an 800.8000 error twice. There was patient involvement but no harm. Although requested, the customer declined to provide additional information.

Event description:
It was reported by hospital biomed that they received a pcu, with the observation that it shuts off intermittently. The biomed downloaded the device logs, in the error logs he founded that it presented an 800.8000 error twice. There was patient involvement but no harm. Although requested, the customer declined to provide additional information.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event of error code 800.8000 was confirmed through the logs provided by the facility, however could not be replicated as no suspect or concomitant devices were returned. No suspect or concomitant devices were returned for this investigation; therefore, an inspection and testing could not be performed. Upon downloading the logs provided by the facility and reviewing them: on the event date mentioned by the facility, february 12, 2025, the malfunction 800.8000 was recorded 10 times at 4:36:01 am and 10 times at 8:41:18 am in the error logs. System error tip sheet. The bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. Per the bd alaris channel error tipsheet, when a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion to reprogram and re-start the infusion devices following the instructions in the user manual addendum to avoid this error. Power down the pcu by pressing the system on key. Restart the device by pressing the system on key. Restart previous infusions and/or monitoring settings. If the system error returns, power down the pcu and replace it immediately. Return the pcu to your biomedical engineering department for troubleshooting and data log retrieval. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the error code 800.8000 could not be determined due to the suspect or concomitant devices not being returned for further investigation.